Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely depressed carbon dioxide (co2) results were obtained on two patient samples on the dimension vista 1500 instrument across two days. Quality controls recovered within acceptable ranges on both days. As per siemens recommendations, the customer replaced, auto aligned, and primed the sample probe 3 (s3). The customer ran a probe test which was acceptable. The s3 and reagent probe 5 (r5) drains were cleaned and a naoh clean was performed for r5. Next, the r5 was primed and aligned and the customer cleaned the reagent arm 5 linear bearing. The r5 was homed, initialized, and sequenced. The r5 was replaced, aligned, and primed multiple times. A check was performed on r5, which recovered acceptably. All the modules were homed, and the system reset to ready. As per siemens' instructions, the customer ran quality controls and patient samples, which recovered acceptably. A siemens field service engineer (fse) was dispatched to the customer's site. After inspecting the system, the fse replaced the r-skit mixer s1/s3 assy sample arm and the c-mixer r1 thru r5 assy reagn, which returned the system to normal operation. Replacement of these parts is considered normal troubleshooting or maintenance for issues of this nature. The cause of the discordant, falsely depressed co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2021-00095 was filed for the discordant result that occurred on (B)(6) 2021.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician. The sample was repeated on an alternate dimension vista 1500 instrument and a higher result was obtained. The repeat result was reported as the correct result to the physician. The sample was also repeated 5 additional times on the initial instrument post maintenance, for troubleshooting purposes, and these results were higher than the discordant result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.